Manufacturer narrative:
(B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The sample was returned without its original packaging. The returned sample was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler appears typical. The stapler was returned with 12 staples left in the cover block indicating that at least 23 staples were fired by the end user. Reference file (B)(4) for investigation photos. Upon functional inspection, the staples were unable to form properly. The sample was disassembled to inspect the internal components. It was found that the anvil was deformed. The deformity in the anvil prevented the staples from closing or forming properly. Since the anvil is a purchased part, this is a supplier related issue. A nonconformance has been opened to further investigate this issue. Reference file anp1900074286 for investigation photos. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." It was found that the anvil was deformed. Since the anvil is a purchased part, this is a supplier related issue. A nonconformance has been opened to further investigate this issue. The reported complaint of "staples not closing" was confirmed based upon the sample received. Upon functional inspection, the staples were unable to form properly. It was found that the anvil was deformed preventing the staples from closing or forming properly. Since the anvil is a purchased part, this is a supplier related issue. A nonconformance has been opened to further investigate this issue.

Event description:
It was reported that the visistat clip does not completely close staple therefore unable to close the wound. The device was used per IFU. Clinical consequences: patient is fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the visistat clip does not completely close staple therefore unable to close the wound. The device was used per IFU. Clinical consequences: patient is fine.

Event description:
It was reported that the visistat clip does not completely close staple therefore unable to close the wound. The device was used per IFU. Clinical consequences: patient is fine.

Manufacturer narrative:
Qn#: (B)(4). Per DHR the product visistat 35r 6/box lot # 73b1900439 was manufactured on 02/18/2019 a total of (B)(4) pieces. Lot was released on 03/01/2019. DHR investigation did not show issues related to complaint. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 staplers were taken from the current production from p/n 528135 visistat 35r 6/box lot# 73m1900186 the staplers were functionally inspected (fired) and issue reported "staples not closing" was not observed in the current manufacturing process, the staples were loaded and released correctly. Revision of fmea-08-028 rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.